Event description:
A us distributor returned a monitor and reported monitor was displaying discharge profile fault flags.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (discharge profile fault flags) was confirmed. Upon investigation the monitor was unable to pass detect and treat testing. The cause of the failure was isolated to a cold solder joint on the defibrillator pca. The root cause for the cold solder joint could not be positively identified. There was no adverse event that resulted from the damaged monitor.